Event description:
On (B)(6) 2009, the patient reported that there was condensation in the cartridge compartment of her infusion device. She stated that it was not insulin and she does not know where the condensation came from. The patient was not able to provided additional details at the time of the report. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.